Event description:
Additional information received reported the patient had a loss of therapeutic effect and they were shaking more.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect suddenly after a replacement. The patient had noticed their medicine wore off more quickly than before their replacement surgery. The implantable neurostimulators (ins) were replaced since they were 3-4 years old and their healthcare professional (hcp) wanted to proactively replace them so the they would not experience a return of symptoms as the batteries neared end of service. The patient tried contacting their hcp and they had an appointment scheduled for (B)(6) 2015. The patient did not know how to use their new patient programmer. Follow up with the patient¿s hcp indicated the cause of the event was determined and it was not device related. The patient did not have a loss of stimulation and they did not have a 50 percent or greater symptoms reduction. The ins was functioning normally and the patient ¿had wearing off panic attack.¿ reprogramming was done on (B)(6) 2015 and the patient had recovered without permanent impairment. Refer to manufacturer report #3004209178-2015-07599.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3387s-40, lot # v660777, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v132495, implanted: (B)(6) 2008, product type lead. (B)(4).